Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenotic and non-calcified and severely tortuous arteriovenous fistula artery. Access was obtained through the left brachial artery. The physician advanced the 6.0x40/80cm sterling otw balloon to the lesion and on the first inflation, inflated the balloon to 12atms for five to ten seconds and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with another 6.0x40/80cm sterling otw balloon. Patient status is reported as "no problem."

Manufacturer narrative:
(B) (6): the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B) (4).